Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but yet not received.

Event description:
New information received notes that again patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing.

Event description:
New information received notes that again patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. There were no patient consequences reported.